Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update july 7, 1016: per reporter: no surgical delay; no part number for the humeral nail involved; no lot numbers for the locking screw, ti end cap, and humeral nail involved; there are no x-rays to provide and the date of the x-rays is not available; no additional information.

Manufacturer narrative:
(B)(6). (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, a revision surgery took place because the titanium (ti) spiral blade and 4.0mm ti locking screw backed out of the humeral nail. The patient used a grip to lift himself up and the patient then felt the spiral blade and screw. The patient then notified the surgeon. Additionally, the patient felt pain and discomfort. Preoperative x-rays were taken on an unknown date; it appeared the set screw was completely seated and there appeared to be a nonunion. The hardware was removed easily without additional medical intervention and sent to pathology. It is unknown if there was a surgical delay. The patient status/outcome was reported as good; there was no harm to patient. Concomitant devices reported: ti end cap (part # 04.001.000, lot # unknown, quantity 1), humeral nail (part # unknown, lot # unknown, quantity 1). This is report number 2 of 2 for complaint (B)(4).